Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the insulin pump went out and it alarmed no delivery. Customer pressed resume and tried to do a little bolus. Blood glucose was off sensor readings. Customer's blood glucose was 274 mg/dl. Customer stated she just ate and hasn't had dinner. Last blood glucose was 170 mg/dl. Performed fixed prime and insulin did exit. Customer was advised high could be caused by a bent cannula. Customer was at work and was unable to change set. Customer was advised to do a complete set change as soon as possible. No further information reported.